Manufacturer narrative:
Manufacturer's report date 5/14/1998 the set was returned and visually and functionally tested. The set was visually inspected including the vent filter media and no anomalies were noted. It was noted that the sample was received with the air vent in the closed position (the customer reported using a rigid container with an open air filter). The set was pressure tested and no leaks were detected. The set was tested in a pump using an unvented rigid container and the air filter of the set was open. The pump was operated at different rates for a period of 96 hours. No air or bubbles were noted in the tubing and no leaks were detected. The proper priming technique with this set and an unvented container requires the vent to be in the open position, and left open during infusion. We were unable to duplicate the noted complaint. It is not known what caused the noted issue.

Event description:
It was reported that air was noted in the tubing to the pt. There was no resultant pt complication.